Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there was insufficient or unconfirmed product/event information. An intuitive surgical, inc. (Isi) medical safety officer assessed the event as not related to the study device.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary segmentectomy surgical procedure. Prior to discharge, a post-operative air leak was identified. This event did not require any medical intervention, medication or result in a prolonged ward or hospital stay. Only observation was necessary. Approximately one month after discharge, the patient was readmitted to the hospital due to a persistent air leakage from the chest tube and underwent surgical intervention to achieve aerostasis. There was no report of a da vinci device malfunction. The study investigator classified the event as severe, a clavien-dindo grade iiib and reported the event as not related to a da vinci device but had a possible relationship to the procedure and a possible relationship to the patient's underlying disease status (medical history of chronic obstructive pulmonary disease).